Event description:
During a cryoablation procedure, the physician had successfully abated the lspv two times and the lipv one time when he noticed a drop in the patient's blood pressure to 60/40s following the thaw cycle of the balloon. The physician moved the intracardiac ultrasound catheter and determined there was an effusion. A pericardialcentisis was performed and the patient was stable. The patient was discharged the following day in stable condition. Device 2 of 3, reference MFR reports: 3002648230-2013-00030 and 3007798852-2013-00002

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the shaft was kinked at 3.56 inches distal from the strain relief and a dent at the tip. Functional test showed the deflection worked as per specification. This product problem is not believed to have caused or contributed to the adverse event experienced by the patient. Pericardial effusion is a potential adverse event associated with cardiac catheter procedures.